Event description:
It was reported to philips that the device gave a therapy supply out of range message. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
Available details indicate that the device had a therapy supply was out of range, error message appeared. Details provided in an update from the source case indicate that the rse advised the customer to replace the psu. Email response states this is not a defect. He just ordered safety test cables so he can do the performance tests. Multiple attempts were made to request more information regarding resolution of the reported problem. No response was received, and no information was made available. The device remains at the customer site and no further evaluation is warranted at this time.